Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. The physician stated that the patient has favorable intermediate risk disease. Computerized tomography (CT) scan was performed post procedure and it showed a potential rectal wall invasion. Additionally, less than 2.5cc of hydrogel was noted in the rectal wall. The patient will receive external beam radiation therapy (ebrt) with 28 fractions.